Event description:
It was reported that, following aggressive manipulation and pumping by the patient, this inflatable penile prosthesis (ipp) deflated although the button had not been pushed. The patient stated he had watched lots of doctors recommending this technique. No additional information was reported.

Event description:
It was reported that, following aggressive manipulation and pumping by the patient, this inflatable penile prosthesis (ipp) deflated although the button had not been pushed. The patient stated he had watched lots of doctors recommending this technique. Additionally, the patient had noted the physician placed the deflation button facing him and the device would deflate during intercourse. When inflation was attempted again, a gurgling sound was heard, and the device would deflate. The patient indicated the pump did not fill back unless the process was started again. No additional information was reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced nerve damage since implant, due to the infrapubic approach used. The patient also alleged that the reservoir was not properly secured and was protruding. Around four months later, following aggressive manipulation and pumping by the patient, this ipp deflated although the button had not been pushed. The patient stated he had watched several doctors recommending this technique. Additionally, the patient had noted that the experience was present since the implant procedure as the physician placed the deflation button facing him and the device would deflate during intercourse. When inflation was attempted again, a gurgling sound was heard, and the device would deflate. The patient indicated the pump did not fill back unless the process was started again. Around two years later, the patient indicated the device would deflate when being bent. Upon consultation with a different physician, the patient was advised that the pump might not be working correctly, or the spontaneous deflation could be due to the excessive cylinder length. The physician recommended replacing the valve; however, since the experience was not constant, the patient had not undergone a replacement surgery. It was noted that the physician was able to aid with the reservoir protrusion. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegations cannot be confirmed. The patient symptom of nerve damage is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use.